Manufacturer narrative:
Insulin pump received with corroded battery tube, broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o - ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test, occlusion test and basic occlusion test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Patient's other blood glucose value: 98 mg/dl. Reportedly, the top of reservoir compartment was broken and reservoir could not be locked in place. The device is expected to be returned for analysis.